Manufacturer narrative:
Follow up MDR (B)(4). The complaint product was returned, and an evaluation was performed. The root cause of the issue could not be confirmed. The instrument was produced according to specification. The valid bd drawing of the su2856 instrument has the following inspection instructions: ¿must fully occlude tubing 22.2 o.d. With wall thickness of 3.2 on second ratchet with no leakage.¿ the returned instruments were inspected and meet this requirement. However, we asked for information on what type of pipe the user clamps with this instrument. The information received was that the user was clamping 3/8x3/32 pipe. This pipe has a diameter of 9.5 mm and a wall thickness of 2.38 mm. The su2856 instrument must be able to clamp a pipe with a diameter of 22.2 mm and a wall thickness of 3.2 mm. The returned instruments clamp the pipe of the prescribed size leak-free. The user did not use the correct type of tube clamp for the operation. The size of the pipe that can be clamped by the su2852 pipe clamp: diameter 9.5 mm and wall thickness 1.6 mm. This requirement is from the valid su2852 bd drawing. This should have been used. The product would have been manufactured and tested according to the specifications.

Event description:
Material no: su2856 batch no: d22xmr. It was reported by the customer that the instruments are bowed/have a gap that is not acceptable for cath lab. Verbatim: in regards to the patient ¿that had such high pressures it was very noticeable the clamp did not meet standards. This event is related to one patient. We were not able to occlude the cannulas thus loosing blood". No further information available.

Manufacturer narrative:
Pr # (B)(4). 05jan2023 writer sent the customer an email acknowledging receipt of the complaint and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Material no: su2856 , batch no: d22xmr. It was reported by the customer that the instruments are bowed/have a gap that is not acceptable for cath lab. Verbatim: in regards to the patient ¿that had such high pressures it was very noticeable the clamp did not meet standards. This event is related to one patient. We were not able to occlude the cannulas thus loosing blood". No further information available.